Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing 50 units while caller expected 100 units and difference was greater than 30 units, although issue was no longer active at time of call. There was no reported impact to the customer¿s blood glucose level. Caller was instructed by technical support to call back for troubleshooting if issue occurred again, and caller acknowledged instructions; no additional information was received regarding further actions or outcomes.